Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "defib charging error" was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The error was triggered by the battery voltage momentarily dipping below 8.0 vdc. This is not an indication of device malfunction but rather possibly due to a depleted battery, low battery, or other possible battery issue. The battery used was not returned as part of this investigation. The customer's report of the display froze was not replicated or confirmed. The device was put through extensive testing including bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully delivering two shocks to the patient, the device displayed a "defib charging error" message and the display froze. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2024-04425 for a similar report from the same customer.